Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery followed by a motor error. The customer's most recent blood glucose was 8 mmol/l. Troubleshooting was not performed because, the customer had disconnected the infusion set from the reservoir of the malfunctioning insulin pump and had placed it on another insulin pump, from another company, and they did not want to disconnect the infusion set again. They did not want to return the infusion set or the reservoir for analysis. The customer uses the sensor feature, but during the error alarms the sensor was not on. The customer was unable to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.